Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter was displaying an ¿error 5¿ message during testing. The complaint was classified based on additional information obtained by the medical surveillance specialist after reviewing the call recording, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter issue began on (B)(6) 2018 at 8:00 pm. During the call, the patient stated that he manages his diabetes with a combination of self-adjusted insulin (novolog and tresiba) and denied making any changes to his usual diabetes management regimen due when he was unable to test his blood glucose to the alleged error message appearing. The patient reported that 4 hours after the alleged issue began, he developed ¿severe hypoglycemia¿; exact physical symptoms were not reported. The patient denied receiving medical treatment. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time. The csr confirmed the correct testing process was being followed however noted the test strips involved with the complaint had been improperly stored. The csr noted the patient did not have testing supplies available to test the meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.